Manufacturer narrative:
The returned meter and test strip powered on with button press and strip insertion. No new issues were observed. The complaint is not confirmed. It should be noted that the customer's meter is longer being manufactured. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported their freestyle lite meter sometimes does not turn on when the test strip is inserted but turns on when the button is pressed. The customer experienced symptoms of low blood sugar and could not test due to the meter not working. The customer self-injected with glucagon. The customer did not report going to their doctor. There was no report of death or permanent impairment associated with this case.